Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the mega suturecut needle driver instrument was noted to have wires sticking out and broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. The pulley was scratched and the distal clevis post was worn. The distal idler pulley on which broken cable was seated exhibited scratch marks on the outer surface. The top and side of the clevis post on the same side as the broken cable exhibited wear. The evidence was inconclusive, but the pulley and post damage suggests the cable derailed and was rubbing against these components, which likely contributed to cable breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.